Event description:
Defective porcine valve replacement during treatment of patient for aortic and mitral valve stenosis allegedly resulting in severe stroke, severe anemia, back, knee and shoulder pain, hemolysis, blood clots and complete heart block, pericardial hematoma and recurrence of pericardial effusion allegedly leaving patient with aphasia, the inability to speak and express thoughts, weakness in right arm, and inability to control movement of right hand and arm. The device remains implanted.